Event description:
It was reported when the device was used during a laparoscopic inguinal hernia repair, the introducer pierced through the patient's abdominal wall and skin sticking the surgeon's left hand. The case was completed using another device. The patient did not require any addtional medical intervention. No further interventions were required for the hand injury.